Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
The customer reported a patient circuit occluded error. The ventilator also produced the "blower temperature high" and "auxiliary alarm supply failed" diagnostic codes. The device was being used for treatment when the reported event occurred; however, there was no patient harm.

Manufacturer narrative:
G4: 17jun2020. B4: 17jun2020. The customer replaced the blower and the issue is resolved. The unit is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 03jun2020. B4: 04jun2020. H11: h6: patient code updated: the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.